Event description:
Reporter stated that patient obtained back-to-back glucose results of 591 mg/dl and 175 mg/dl, while using the suspect device. Reporter indicated that, based on the value of 175 mg/dl, patient delivered 10u of insulin aspart. No resultant injury was reported. A level-one quality control test was performed on the suspect device and the result fell within acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.